Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted,.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer replaced pump supplies and resumed insulin therapy. Customers blood glucose was in the range of 250-350 mg/dl.